Manufacturer narrative:
An investigation is underway. Upon completion, a supplemental report will be filed.

Event description:
On (B)(6) 2018, a (B)(6) male patient presented with acute myocardial infarction and cardiogenic shock. The impella cp heart pump was placed successfully. Despite patient arresting shortly after placement, CPR was performed and patient was resuscitated. Placement signal and motor current were checked and operating as intended. Femostop was administered due to groin bleeding. The following day, femostop was removed and repositioning sheath was resutured. While repositioning with a c-arm, the device "caught" on the papillary muscle, however, "freed up nicely." A single suction alarm emitted, however, corrected itself. On september 7th, 2018, during a fellows educational session, a physician had reported this patient to have endured "severe" mr 2 days post explant of the device. This event required "immediate surgery" and an the impella, used during procedure, was alleged to have been responsible. It was not clear if posterior-medial or antero-lateral pap muscle had ruptured.

Manufacturer narrative:
The product was discarded by the customer, therefore, evaluation of actual device could not be completed. Imaging was not provided and device and data logs were not returned to abiomed for evaluation. A device history review was conducted and found no manufacturing issues were identified in relationship to this failure mode. We cannot confirm the relationship of the impella to the reported papillary muscle rupture.